Manufacturer narrative:
Product ID: mc1vr01-delsys fdc: 22. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was initially placed in a septal-a pical position. The physician decided to recapture the ipg due to lack of stability. The physician encountered difficulty in aligning the delivery system with the device for recapture, but was able to do so after a few attempts. As the device was prepped for another deployment, the heart appeared very still on fluoroscopy causing suspicion of pericardial effusion and electro-mechanical disassociation. The pericardium was drained in emergency, and the implant was aborted. The patient exited the operating room in a weak condition and died in the following hour. Cause of death is reported as pericardial effusion leading to tamponade and electro-mechanic disassociation.

Manufacturer narrative:
Product ID: mc1vr01, product event summary the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4). Product ID: mc1vr01-delsys, product event summary: the delivery system was returned and analyzed, and no anomalies were found. The mechanical operation of the catheter shaft was slightly kinked. Visual summary indicated damaged during use. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.